Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with machine and proximal pressure sensors failed. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Patient involvement corrected. The customer replaced the unit's cpu which resolved the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
The customer reported that the ventilator alarmed with machine and proximal pressure sensors failed. The customer reported there was no patient involvement.